Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The insufflator was received with the warranty seal broken. The calibration sticker on the back of the insufflator indicates it is overdue for calibration because the due date is march, 2014. The insufflator was visually inspected for physical damage, and none was seen. The insufflator was then visually inspected for burnt/damaged components on all printed circuit board assemblies(pcba) and none were seen. In addition, all the cables were properly seated. When the insufflator was switched on, an illuminated red led was observed indicating an error was logged. The error log for sn (B)(4) showed a valve error during the self test. The report went on to say that according to the values, it looked like there was no gas (most likely house gas) connected to the insufflator that provoked the error. The insufflator underwent 20 power cycles. Per each power cycle, the insufflator performed a device check (verifies proper function of electronics, sensors, and valves). No error messages or issues were observed during testing. The insufflator underwent a ¿burn-in¿ test in which it was connected to a gas bottle and left running for 3 days. No issue was found additional information was obtained from the customer (console settings, type of tube set used, and type of gas used). Additional testing was performed based on the customer information and is mentioned below. The insufflator underwent a ¿burn-in¿ test in which it was connected to a gas bottle that had a compressed gas regulator connected in order to convert it to house gas pressure. The insufflator functioned properly during the burn-in test. Although the customer complaint was not reproduced, the insufflator was overdue for calibration. This may cause sensor drifts, which can result in nonconforming behavior including, but not limited to, the cessation of gas flow. The probable root causes for the pressure reading being off could be due to overdue calibration and/or use error. The probable root cause for the valve error during the self test is likely due to no gas (most likely house gas) connected to the insufflator that provoked the error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was initially reported that the pressure reading was off. Later information revealed the pressure was inconsistent during a procedure. During that procedure the patient suffered a cardiac event. The customer is investigating potential causes, but at this time there is no evidence to suggest that the insufflator is the cause or contributor to the cardiac event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed or further details are discovered.

Event description:
It was initially reported that the pressure reading was off. Later information revealed the pressure was inconsistent during a procedure. During that procedure the patient suffered a cardiac event. The customer is investigating potential causes, but at this time there is no evidence to suggest that the insufflator is the cause or contributor to the cardiac event.